Manufacturer narrative:
UDI: (B)(4). Concomitant med products: quick coupling for drill bits. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the quick coupling for k-wire device was not grasping the pins, the gears were grinding and the device was getting hot during use. It was noted that the user could hear/feel the quick coupling for drill bits grinding. It was not reported if the device was used in surgery. There was no human patient involvement as this device is intended for veterinary use only. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization related to this event. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.